Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the segment steel braid broken, the light guide fiber bundle (lcb) broken, the u/d lock lever broken, the light guide cable for control body buckled, the remote control button(1) cracked, the remote control button(2) cracked, the remote control button(3) cracked, the remote control button(4) cracked, the objective lens unit dusty, the bending rubber missing, the light guide cable crushed, and the insertion flexible tube (ift) non-pentax work/parts; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy )